Manufacturer narrative:
Corrected data: h6 (type of investigation code ¿4114¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source was experiencing an ignition failure during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.